Event description:
It was reported that the pump would not charge unless the charging cable was held at an angle. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received.